Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, there was a header problem on the cardiac resynchronization therapy defibrillator (crt-d). The lead fit in the header but there were high pacing impedances. The lead was tested with an analyzer with good values. The device was not used and replaced. No patient complications have been reported as a result of this event.